Event description:
The device was returned to the service center with a report of device will not power on with dc power. This does not indicate a reportable malfunction. However, during verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment of the device.

Manufacturer narrative:
Testing and investigation found leakage from the disposable batteries in the battery compartment. The customer reported will not power on dc was duplicated during testing. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.